Event description:
Customer reported experiencing inaccurate erratic results with a ot basic meter. Pt's blood glucose reuslts were 21, 21, and 91. Tests were done within 10 minutes with a difference of 93%. Pt did not experience any adverse events.